Event description:
According to a clinical adverse event form, it was reported that a patient was hypertensive following surgery and was administered multiple medications for high blood pressure. The patient was transferred to neuro ICU for postoperative management monitoring. The patient was hospitalized for two days. The patient's ICU course was unremarkable and the patient was deemed stable for discharge.

Manufacturer narrative:
Additional information received from a clinical adverse event form adjudicated the event as not related to the surgical procedure, the neuroblate system, or the neuroblate procedure.